Manufacturer narrative:
The device was returned to olympus for inspection. The luer split of the forceps channel port spins freely and the direction of the rubber cover of the forceps channel port is different. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage of parts due to deterioration/ deformation/ some kind of physical stress,without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the forceps/irrigation plug does not fit properly. The issue occurred during inspection for use. There was no patient involvement.